Event description:
Externalized conductors were observed via review of fluoroscopy. No electrical anomalies were observed on the lead. The lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.